Event description:
The physician used a wilson-cook six shooter saeed multi band ligator for a banding procedure. During use the barrel detached into the patient's stomach. At the physician's discretion the barrel was left to pass naturally. The patient underwent daily abdominal x-rays for several days following this procedure. Post procedure the patient's condition was reported to be stable.